Manufacturer narrative:
As reported in a research article, out of 184 patients implanted with mechanical heart valve, complications included, five patients with renal failure, 1 patient with a cerebrovascular stroke, 12 patients with heart failure, and re-exploration due to bleeding in one patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research, titled "mitral valve replacement in mitral stenosis; the problem of small left ventricle" that 184 patients with predominately severe stenotic mitral valves who underwent elective isolated mitral valve replacement in the period between january 2012 and january 2018 at the hospital were included in the study. Patients were divided into 2 matched groups; (small lv group) consisting of 86 cases and (normal or dilated lv group) consisting of 98 cases. All patients received st. Jude mechanical mitral prostheses. Complications reported include renal failure in 5 patients, cerebrovascular stroke in 1, heart failure in 12, and re-exploration for bleeding in 1 patient. Additional information could not be obtained.